Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported a pericardial effusion was suspected. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device was successfully deployed and released through a watchman ® access system. Post procedure, the echocardiologist thought the patient had a pericardial effusion. They waited a while, but thought it was getting worse, so they called a surgeon who performed a pericardial window. Through this they found there was no effusion or bleeding. It was just a fat pad. The patient did not have any symptoms. Their vitals and hemodynamics were normal. There were no patient complications and the patient is fine.